Event description:
Information rec'd indicates when the brakes were engaged, the brake casters did not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found that the foot end hex rod was bent. He replaced the hex rod and the brake functioned properly.